Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition but the screen is scratched. Customer's complaint was verified with alarm code 1821 alarming followed by ec1260 which is a corrupt memory within the circuit board. No event log reviewed due to inability to download the log. Use testing performed. The optical switch was replaced and the circuit board as well. The problem source is the defective optical switch.

Event description:
Information was received that the cadd legacy pump has error code legacy error code 1821 alarming and screen damage. No reported adverse effects.